Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a tonsillectomy, the megadyne generator, using monopolar, would continue to activate after the doctor released the activation button on the footswitch. A second like generator was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/1/2018. Investigation summary: no issue found, system performed to specification. Xj3 had pitting on its leads. Replaced part and its pin sockets. Reflowed numerous cracked solder joints and tested unit. A review of the DHR shows this product was originally manufactured to specifications and there is no evidence of device defect or malfunction. This unit has been returned for service prior to this.